Event description:
Provider states that the right footrest is frozen in place and will not flip up or down and cannot be removed. Provider states this problem is happening where the footplate connects to the extension tube.